Manufacturer narrative:
Patient's date of birth and age unavailable. Patient's weight unavailable. Device evaluation: fibrous material and burnt biological material seen at the tip. One confirmed dead fiber, and one quadrant could not be assessed because of burnt on biological material seen on the tip. Ftir spectra evaluation revealed the composition of material on the distal tip was polytetrafluoroethylene (teflon).

Event description:
During an in-stent restenosis in the superficial femoral artery, a turbo elite device was in use. After lasing approximately 70% through stent, patient experienced pain and case was completed by other means. However, when removing turbo elite device, a proximal part of the shaft protecting the optical fiber was damaged during lasing. Unfortunately, according to subsequent report received from (B)(6), patient required an amputation due to an acute thrombosis (amputation reportedly occurred between date of intervention and (B)(6) 2017).